Event description:
In 2009, the patient reported that for the past 3 days she has had elevated blood glucose readings and this morning her meter showed her level as "hi." Her normal range is 100-200 mg/dl. Symptoms are fatigue, dry mouth and frequent urination and she treated her reading by bolusing an additional 20 units of insulin. To troubleshoot, the patient was instructed to check the basal rates, time and date, and her device history on her infusion device and she confirmed they were accurate. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method, results code: no product will be returned for evaluation.